Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not contact the customer service and created RMA for the instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the surgeon reported they had a vessel sealer extend (vse) stuck in the open position on the universal surgical manipulator 4 (usm) and could not be removed. The customer tried to spin the grip release slider, but the jaws would not move. Then, the intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hit the emergency stop and then spin the grip release slider, and they were able to close the jaws. When they tried to remove it from the usm and found it to be stuck on the sterile adapter. The customer was able to manually remove the instrument from the usm using a kelly clamp. The customer stated that one of the cables was broken on the vse. The isi tse recommended returning it for failure analysis. The customer reseated the sterile adapter per tse request tested the usm with no further issues and continued on with the case. The site called back and stated that the surgeon informed them they converted to open due to the vse issue. The procedure was converted to open surgery. Isi contacted the customer for follow-up, however they did not have additional information to provide on the reported issue.